Event description:
It was reported that device diagnostics resulted in high impedance. The patient was referred for surgical consult. Clinic notes dated (B)(6) 2015, notes that the vns is not working and needs replacement. No known surgical interventions have been performed to date.

Event description:
It was reported that the generator and lead were replaced. The lead was replaced due to high impedance and the generator was replaced prophylactically. The explant generator and partial lead are expected to be received for analysis; however, have not been received to date.

Event description:
The generator and lead were received for analysis. Analysis of the generator was completed on 02/02/2016. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead is underway, but has not been completed to date.

Event description:
Analysis of the lead was completed on 02/11/2016. A break was identified at the ends of the positive and the negative coil. Scanning electron microscopy images of the positive and negative coil breaks show appearance suggesting that a stress-induced (fatigue) fracture has occurred in at least three strands of the quadfilar coils. Also, secondary stress-fissures were noted on one strand in the vicinity of the positive coil break. Scanning electron microscopy images of the coils show that pitting or electro-etching conditions have occurred in the vicinity of the positive broken end in one strand, at the discolored surface of the positive coil and on one strand of the negative coil. Analysis identified abraded openings on the inner and outer tubing. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.